Event description:
It was reported that the synthes evaluation equipment failed inspection due to a missing rivet. There is no surgical information available at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation evaluation was performed: a vertebral body retainer was received with a with damaged distal tips. The laser welds on the hinges were broken on both arms. The instrument was received completed disassembled with a missing dowel pin in one of the hinges. The vertebral body retainer is a component of the prodisc-c instrument and implant set. The prodisc-c system is used to ¿replace a diseased and/or degenerated intervertebral disc of the cervical spine¿. The vertebral body retainer is specifically used to apply the initial predisctraction to the disc space to perform the preliminary discectomy, and maintain the vertebral body spacing for trial spacing, keel preparation and implant insertion. Drawings for the vertebral body retainer were reviewed, specifically those related to the loose joint in question: top-level, connector, retainer arm, and dowel pin. After examining the drawings of dimensional tolerances of the joint, the following was identified: the distal end of the connector slides into the proximal end of the retainer arm and is affixed with a dowel pin. The distal end of the connector has an acceptable dimensional range of 4.45-4.5mm. The space on the proximal end of the retainer arm has an acceptable dimensional range of 4.5-4.55mm. This creates a maximum material condition (mmc) clearance of 0mm and a least material condition (lmc) clearance of 0.1mm. The drawings called out the appropriate dimensions, materials and finishing processes for a successful device design. The drawings were found suitable to determine the intended device design, application and dimensional conformity. Evidence of laser welds is present on the retainer arm in a manner consistent with the drawing notes. The damage to the tips and laser welds may have occurred during a prior procedure due to mishandling or excessive force. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot #t955224 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 3-feb-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. No patient involvement reported. Event date: unknown device is an instrument and is not implanted/explanted. MFR date: unknown. Subject device has been received ¿ service and repair report: the customer reported the rivet was missing. The repair technician reported missing parts as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 11-jun-2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.